Manufacturer narrative:
Event was reported to have occurred on an unreported date in 2017. This report is for a breach in aseptic technique which resulted in a stomachache and cloudy effluent. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in stomachache and cloudy effluent. The breach in aseptic technique was further described as "may be caused by unhygienic diet". It was not reported if the patient was hospitalized for the events. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (intraperitoneal, dose, duration and frequency were not reported) for the events. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided because the reporter declined follow up.